Event description:
(Drug/diluent: ropivacaine 0.214%). (Fill volume: 390ml and flow rate: 12ml/hr). (Procedure: rotator cuff repair). (Cathplace: interscalene block). Fast flow. Pump ran out faster than anticipated. Should have infused approximately 32 hours, but was finished between 18-20 hours. Slightly underfilled. Started at 10:48 am on 03/01/2011 and reported empty at 7:45 am on (B)(6) 2011. May have been empty as early as 5 am, per the physician. No adverse event occurred. Date of event: (B)(6) 2011. Per dfu: labeled fill volume: 400ml. Maximum fill volume: 550ml. Saf flow rate; 2, 4, 6, 8, 10, 12, 14 ml/hr. The infusion delivery time is approximately 33 hours when filled to the labeled volume and flow rate.

Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. The reported fill volume for this pump was 390 ml. The directions for use (dfu) (1304513, rev. F) contains a caution for underfilling the pump: "cautions: do not underfill. Underfilling the pump may significantly increase the flow rate." Results: device was received for evaluation and investigation, and testing is currently being performed. Conclusions: a follow-up report will be filed when investigation has been completed.